Event description:
It was reported that (1) tsw45 was used during a lap gastric procedure. It was reported by the rep that the tsw45 failed. The surgeon had to open another gun to finish the case. There was no consequence to pt.